Event description:
It was reported that the patient never had therapeutic effect and therapy had never really worked. The reporter stated that if the patient turned up stimulation to where he needed it to relieve his back pain then the stimulation sensation effects his stomach area and it was too uncomfortable for him to handle. The patient had a sensitive stomach and was allergic to ¿a lot of things.¿ the reporter stated that it had been ¿years¿ since the patient used therapy for his back. The patient used stimulation for sciatic nerve pain down his left leg but not that pain was gone so he did not need stimulation any more. The reporter also stated that the device pocket was painful. It had hurt since implant and was mostly when the patient was standing and walking. In the past ¿four to five months¿ it had gotten worse. The patient had lost ¿about ten pounds¿ and had no falls or trauma. The patient stated that the device was moving around in the pocket site ¿a little,¿ but could not say if it was moving more or less since implant. The patient also reported that his left arm had been shaking and knotting up. It was thought that this could have been the result of a stroke but tests showed that he did not have a stroke. The reporter mentioned that on (B)(6) 2013, the patient was taking a nap and just yelled. The patient felt like he was being stabbed in the pocket site. The patient also complained of pain in the middle of his back where there was a bump in the middle of his spine straight across from the device. The reporter ¿sometimes¿ rubbed there and it helped relieve ¿some¿ pain in that area. A manufacturer representative had adjusted the patient¿s stimulation five times and it had not helped. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger. (B)(4).

Event description:
After review by patient services it was stated that the following statements by the patient were corrected: "it was reported that the patient had a "sciatic nerve" going down his left leg and for some reason it went away after the stimulation implant. It was stated that if the patient turned stimulation up so he could feel it where the pain was in his lower back, stimulation would cause his stomach to vibrate. It was stated that the patient had a very 'sensitive' stomach and he couldn't take the stimulation."

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that a patient's device that was implanted in 2011 never worked properly on the patient from the start. It was noted that the caller did not think the stimulator was placed in the incorrect place. It was reported that the patient had it removed because it was uncomfortable. It was noted that the patient had upper back and lower neck pain and the caller felt that the way they positioned the patient on the table at the time of the 2011 implant made his pain worse. The caller stated they were upset that they did not have a proper pillow that the patient could lay his face into during the procedure. It was reported that the patient had "sciatic nerver" down his left leg and it went away post stimulator implant. It was stated that if the patient turned stimulation up high enough so he could feel it, stimulation would cause his stomach to vibrate. It was stated that the patient had a very sensitive stomach and he couldn't take the stimulation. It was noted that the caller was redirected to the healthcare professional (hcp) to discuss the post-operative procedures and what happened in the patient's case. It was reported that the patient had a follow up appointment schedule for 7-17-2014. It was noted that the caller asked about the patient's left leg because the calf was getting knots "marble size or larger" and that there was a row of them down his leg. It was stated that he had been getting these knots since before implant. It was stated that the patient had parkinson's disease that was diagnosed (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that after having the implant for three-fourths of a year the patient was having increased weakness on his right side. The health care provider (hcp) wrote that the patient described "large, uncontrolled body movements in his arm and leg." The patient continued to ambulate with a "different gait pattern." It was noted that this was worse when the patient was in a severe amount of pain. The hcp wrote that the patient did not have a stroke and a CT myelogram showed there was no impingement on the spinal cord. The patient also reported some tenderness around the battery placement site and he felt "like something was in his back." The patient did not have an infection and twice laboratories had been obtained since implant in which it came back negative for infection. The patient had not been using the stimulator as much because he had some "sharper tingling" in the back when it was on. The hcp noted that the device did help control the patient's leg pain. The hcp concluded at a visit on (B)(6) 2012 that the patient had "fair pain control" and an "abnormal neurological exam." The hcp ruled out that the symptoms were coming from the cervical or thoracic spine.